Manufacturer narrative:
The ventilator was investigated by our field service engineer. The patient circuit and expiratory cassette used during the event was not available. Tests was performed with new patient circuit and expiratory cassette. No fault was found and the ventilator passed pre-use check. No parts were replaced. The ventilator was then returned to clinical use. Provided ventilator logs were reviewed. The logs indicate alarms for leakage in the patient breathing circuit or a disconnect situation; expiratory minute volume and peep low. Successful pre-use check was performed prior and after the event date. The technical log does not contain any technical error codes to indicate that there was a ventilator malfunction at the time of the event. There is no indication of ventilator malfunction at the time of event. The cause of the alarms has not been determined but they were most probably due to leakage.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that during patient treatment, the ventilator delivered lower minute volume than set. The patient¿s ph level decreased to 6.9. The ventilator was replaced and the patient recovered from the low ph rapidly. Final patient outcome was no injury. Manufacturer¿s ref #: (B)(4).